Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at (B)(4) during a procedure. Info regarding how the case was completed was not provided. No pt injury was reported. The MFR has requested add'l info, which has not been obtained.